Event description:
During a ptca treatment procedure involving a 99% stenotic and calcified lesion in a somewhat tortuous distal circumflex artery, the viva balloon ruptured at 10 atms. The pt was asymptomatic during this event. The number of inflations performed is unknown. It is noted that the viva balloon was passed through the cell of a previously placed stent in order to reach the lesion requiring treatment. It apparently was not being used to deliver a stent, but to dilate a new stent. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used are unknown. The viva balloon was discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.